Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, keypad getting stuck intermittently was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be little to no output from the soft key second from the left. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of keypad getting stuck intermittently during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.